Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that when asked about the cause of the stimulation being off and their back hurting they stated that they didn't know, but it could have happened when they put the battery in their pocket. To resolve the issue, they reset the device and they no longer place the battery in their pocket. They confirmed the issue had been resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that for the past 3 times they have been charging their implant, the controller would show that the implant battery was already at 80%/90%100%. Patient stated that they didn't think too much about it because their back wasn't hurting and they were going through physical therapy. Patient then stated that their back started hurting really bad yesterday and today. Patient stated that when they connected the recharger to the controller, it said that their implant was at 90%. Agent asked for event date and patient stated that it was probably about the middle of last week. During the call, agent instructed patient to unlock the controller and patient confirmed stimulation was off. Agent walked patient through turning stimulation on and adjusting stimulation. Patient was able to increase stimulation and confirmed they feel stimulation in their back and down their legs. Patient decreased stimulation in one program because they don't want to feel stimulation down their legs but in their back. Agent reviewed device function with patient. Patient will monitor and call back if further assistance is needed. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.